Event description:
A patient reports the vision in her left eye is milky (blurred) following intraocular lens implant surgery. She had cataract surgery on her right eye and her vision was clear immediately. Her surgeon states her exam was normal and the eye was 90% healed. She was referred back to her surgeon and advised that she may require some additional time for adjustment. Additional information, including the patient's current status, has been requested from her implanting surgeon.

Manufacturer narrative:
H.3.,6: the complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.